Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), premature delivery ("pregnancy (with complications): premature delivery"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("unexpected pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 3 (B)(6) 1999, (B)(6) 2004, (B)(6) 2008) and multigravida. Concomitant products included ibuprofen (midol). On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and vaginal discharge ("vaginal discharge"). In october 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe and abnormal menstrual pain"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure). Essure was removed. At the time of the report, the pelvic pain, premature delivery, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal infection, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2011 tubal ligation was performed. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events vaginal discharge, premature delivery ,vaginal bleeding, menorrhagia, & device monitoring procedure not performed were added. Delivery details, concomitant drug, historical conditions were added. Product, patient & reporter information updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), premature delivery ('pregnancy (with complications): premature delivery'), genital hemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('unexpected pregnancy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 3 (B)(6) 1999, (B)(6) 2004, (B)(6) 2008) and multigravida. Concomitant products included ibuprofen (midol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe and abnormal menstrual pain"), vaginal infection ("vaginal infection"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure). Essure was removed. At the time of the report, the pelvic pain, premature delivery, genital hemorrhage, pregnancy with contraceptive device, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal infection, vaginal hemorrhage, menorrhagia, vaginal discharge, gastrointestinal disorder, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital hemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, urinary tract disorder, vaginal discharge, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2011 tubal ligation was performed. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received : events added - bladder disorder, urinary tract disorder, gastrointestinal disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("unexpected pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe and abnormal menstrual pain"), dyspareunia ("pain during intercourse") and vaginal infection ("vaginal infection"). Last menstrual period and estimated date of delivery were not provided. The patient underwent a surgical procedure with removal of the essure coils. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, dysmenorrhoea, dyspareunia and vaginal infection outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.